Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to deploy. Despite multiple attempts to open and close the device the physician cut the delivery system wire which was unsuccessful. The clip detach when it was withdrawn from the patient. The procedure was completed with unknown device. The patient's condition at the conclusion of the procedure was reported to be unknown. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
This report is report is being submitted to correct the adverse event/product problem (b1), outcomes attrib to adv event (b2) and describe event or problem (b5) in section b, adverse event/product problem and type of injury report (h1) in section h, device manufacturers only. Additional information: block e1: has been updated with initial reporter title, address, city and facility name, phone, email, healthcare professional, and occupation. Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failed to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter. Despite multiple attempts to open and close the device the physician cut the delivery system wire which was unsuccessful. The clip detached from the patient's mucosa when it was withdrawn from the patient. There was no bleeding noted. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable.